Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon removed a 12.6mm vticmo12.6 implantable collamer lens, -18.0/+2.0/133 diopter, from the vial, and the lens was noted to be in a torn condition. The lens was not implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens returned dry in lens/case vial with clear surgical residue/debris on product. Visual inspection found haptic broken/bent. No similar complaints were reported for units within the same lot. (B)(4).